Event description:
The manufacturer received a voluntary medwatch mw5159309 with information that a patient passed away while on a trilogy evo ventilator. A ventilator dependent patient with a tracheostomy was in stable condition and being seen by a pulmonologist during a software update on the device. The settings were confirmed and unchanged. The update was complete without any concern. The patient's mother called the manufacturer received a voluntary medwatch mw5159309 with information that a patient passed away while on a trilogy evo ventilator. A ventilator dependent patient with a tracheostomy was in stable condition and being seen by a pulmonologist during a software update on the device. The settings were confirmed and unchanged. The update was complete without any concern. The patient's mother called the following morning to report that the patient passed away unexpectedly on the night of the software update. The complaint review has determined that due to insufficient information this will be reported, although there is not an allegation that the device caused or contributed to the mentioned death. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Upon completion of the investigation, a supplemental report will be filed. The following morning to report that the patient passed away unexpectedly on the night of the software update. The complaint review has determined that due to insufficient information this will be reported, although there is not an allegation that the device caused or contributed to the mentioned death. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Upon completion of the investigation, a supplemental report will be filed.